Manufacturer narrative:
The device was returned to resmed. Evaluation of the device confirmed a single occurrence of the error message (sf74), however, performance testing could not reproduce the reported issue. Replacement of the main circuit board as a precaution was recommended as a precaution. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.